Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from (B)(6) alleged that they received potential false positive results for three patient samples when using the cobas® sars-cov-2/influenza a/b assay. On (B)(6), the customer reported that 3 patients¿ samples at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay were analyzed on the cobas liat system and generated sars-cov-2 positive, influenza a negative and influenza b negative results for each sample. On (B)(6) 2021 the three patients¿ same samples were re-run on the cobas liat system and generated sars-cov-2 negative, influenza a negative and influenza b negative results for each of the samples. The three patients¿ samples were repeat tested on a competitor¿s eua platform viasure sars-cov-2 real time pcr detection that generated sars-cov-2 negative results for each of the three patients¿ samples. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Patient sample was collected using universal transport media 2 ml. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. There was no allegation of harm to the patient. The results were not reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed one for each patient as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed (B)(4).